Event description:
A falsely elevated troponin I result of 7.71 ng/ml was obtained on a pt sample. This result was reported to the physician who questioned the result. A new sample was tested and a result of 0.04 ng/ml was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.